Manufacturer narrative:
This report is being filed on an international product, list number 8p07 that has a similar product distributed in the us, list number 8p07-21/31, and 510k/PMA/bla of p090080. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed negative alinity I hiv ag/ab combo results. Sid (B)(6) tested alinity I hiv ag/ab combo negative of 0.19, 0.20 s/co but repeated autobio positive of 7.93 s/co, and elisa colloidal gold positive. The patient is a 26-year-old female with clinical diagnosis of chronic pelvic inflammatory disease. No impact to patient management was reported.

Event description:
The customer observed negative alinity I hiv ag/ab combo results. Sid (B)(6) tested alinity I hiv ag/ab combo negative of 0.19, 0.20 s/co but repeated autobio positive of 7.93 s/co, and elisa colloidal gold positive. The patient is a 26 year-old female with clinical diagnosis of chronic pelvic inflammatory disease. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hiv ag/ab combo assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 77618be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of complaint lot 77618be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to the architect hiv ag/ab combo test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. The architect hiv ag/ab combo contains the same bulk materials as the alinity I hiv ag/ab combo. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I hiv ag/ab combo reagent lot 77618be00 was identified.